Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned to for product evaluation. The returned device included a portion of the header bag, carrier tube assembly and the sheath and locator assembly. The carrier tube assembly was subjected to visual analysis. The device sleeve of the device was found to be in forward lock position. No other anomalies were found on the carrier tube. The locator and sheath were properly mated. There was slight deformation(fold) observed on the tip of the locator. For functional testing, a new guidewire was obtained and attempted to pass through the tip, and it was able to advance over the guidewire. The inner diameter of the locator was measured to be 0.038'' which was within the specification of 0.037'' +/-0.001. Based on the returned device, the complaint could be confirmed for difficult insertion of the locator over the guidewire due to the damage observed at the tip. The exact cause of the alleged event cannot be determined. The inner diameter despite the damage on the tip was within the specifications in the drawing. However, the guidewire was not returned which could have been defective or kinked. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the angio-seal device assembly. The assembly was attempted to be inserted over the guidewire, although the assembly was not inserted into the artery. The device was not used, and manual compression was applied for eighteen minutes to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was ais. A pre-deployment angiogram was not performed. The size of the sheath ancillary used is unknown. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.